Event description:
The customer reported false nonreactive alinity I hiv ag/ab results for multiple patients. The following data was provided: patient 1: (B)(6) 2025, sid (B)(6): initial result = 0.04 s/co, repeat on (B)(6) 2025 = 118.59 s/co. Patient 2: (B)(6) 2025, sid (B)(6): initial result = 0.21 s/co, repeat on (B)(6) 2025 = 529.49 s/co. Both patients had reactive results on roche with previous samples. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Completed information for section a1 patient identifier: 29 year old male patient and 30 year old male patient the field service representative (fsr) inspected the instrument and observed the pre-trigger wasn¿t dispensing properly, and the reservoir was empty. A damaged alnty ci snsr bsl was replaced which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for the alnty ci snsr bsl. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl was identified.

Event description:
The customer reported false nonreactive alinity I hiv ag/ab results for multiple patients. The following data was provided: patient 1: (B)(6) 2025, sid (B)(6): initial result = 0.04 s/co, repeat on (B)(6) 2025 = 118.59 s/co. Patient 2: (B)(6) 2025, sid (B)(6): initial result = 0.21 s/co, repeat on (B)(6) 2025 = 529.49 s/co. Both patients had reactive results on roche with previous samples. No impact to patient management was reported.